Manufacturer narrative:
Conclusion: the device history record was not required as the product event does not indicate a potential manufacturing issue. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was calcification from the eia to the cia. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Advancement difficulties do not typically indicate a device issue. Vascular injuries, such as dissection, and occlusion are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. It was reported that when difficulty was experienced advancing the dcs, that ¿the dcs was rotated several times to adjust the position of the spine to advance through the patient.¿ the evolut system instructions for use gives the following guidance regarding advancement; ¿under fluoroscopic guidance, advance the catheter over the guidewire to the aortic annulus. Do not rotate the catheter as it is advanced; rotating the handle does not rotate the capsule. Caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ the exact cause of the dissection and its potential relationship to the dcs, cannot be established however, there is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left transfemoral artery a ccess, a 16fr sheath was inserted and resistance was felt while passing through the external iliac artery (eia). A curved guidewire was inserted and placed on the apex. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm non-medtronic balloon with two inflations due to calcification on the native valve leaflet. The delivery catheter system (dcs) was attempted to be inserted but would not advance past the eia; an 8mm non-medtronic balloon was used and a plain old balloon angioplasty (poba) was performed. The dcs was advanced to the common iliac artery (cia) but would not advance further. Subsequently, a 10mm by 60mm non-medtronic stent was implanted and a second poba was performed with an 8mm non-medtronic balloon. A 16fr sheath was then inserted without resistance. The dcs was inserted and advancement was attempted a second time. It was noted as difficult to advance; the dcs was rotated several times to adjust the position of the spine to advance through the patient. The valve was successfully implanted. Following implant, angiography noted a dissection occurred in the left eia. The intima was ¿peeled off and was occluding.¿ a surgical cut down was performed for successful re-vascularization of the artery. It was noted that the minimum vessel diameter in the eia was 6mm by 6.4mm with calcification from the eia to the cia. No additional adverse patient effects were reported.